Event description:
It was reported that oversensing was noted on the right ventricular lead. The lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.